Manufacturer narrative:
The event of "hypotony maculopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced "clinical hypotony (iop <6 mm hg, with visual acuityion reduction (2 lines or more) related to macular changes consistent with hypotony maculopathy (macular folds), optic disc edema, and/or serious choroidal detachments because of low iop)" in the unknown eye against the xen®45 gts. Event is noted as resolved with sequelae. Treatment is noted as cyclogyl.